Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. A potential adverse event with the penumbra coil system include thrombosis and is included in the labeling. Therefore, it was determined that the reported thrombus formation was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01066, 3005168196-2016-01067, 3005168196-2016-01068, 3005168196-2016-01070, 3005168196-2016-01071, 3005168196-2016-01072, 3005168196-2016-01073. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery-posterior communicating artery (ica&#13315;om) using penumbra coil 400 coils (pc400 coils). During the procedure, after eight pc400 coils were deployed and detached in the aneurysm, minimal thrombus formation was noted at the aneurysm neck. Therefore, the patient was administered four thousand units of heparin and subsequently, the thrombus resolved. The reported minimal thrombus formation was adjudicated to have a definite relationship to the pc400 coil system, an unrelated relationship to the procedure and a possible relationship to the disease state.